Event description:
It was reported that shaft break occurred. The target lesion was located in the distal circumflex artery. A 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device was fractured when passing the lesion. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal circumflex artery. A 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device was fractured when passing the lesion. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the device was fractured but no broken pieces. The device was completely removed through guide catheter without complications.